Event description:
It was reported that during ventilation with evita 2 dura, the minute volume decreased and that only a tidal volume of 200 ml could be reached. It was furthermore reported that despite raising the ventilation pressures, a sufficient ventilation could not be reached. Reportedly the evita 2 dura has not alarmed. After exchange of the ventilator, the ventilation improved immediately. It was reported to our service representative that alarms were generated, but with delay.

Manufacturer narrative:
During a first inspection, the device was found with damaged housing, looking like drop damage. The device is requested for investigation. Investigation results will be reported in a follow up report.